Manufacturer narrative:
Reported event: an event regarding a periprosthetic fracture of a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to acetabular fracture of the posterior-acetabular-column. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#6.5mm low profile hex screw 25mm ; cat#7030-6525 ; lot#v2gd. Device name#6.5mm low profile hex screw 25mm ; cat#7030-6525 ; lot#u8nh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported: "pt. Presented with an acetabular fracture of the posterior-acetabular-column, requiring revision of their tha. Dr. Opted to replace the fractured/fragmented bone of posterior-column with an augment, revise the acetabular-shell and revise the femoral-stem following its removal to facilitate acetabular exposure. No complaints filed against the components themselves." Rep confirmed there are no allegations against the revised head and liner.